Event description:
Rec'd info that an 840 ventilator was inoperable. There was no pt involvement. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) and the backlight inverter printed circuit board (pcb). Device passed the extended self test (est).

Manufacturer narrative:
Covidien reference no. (B)(4).